Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection, of the instruction manual gif/cf/pcf-290 series operation edition. Chapter 5 reprocessing of endoscopes, of the instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: (a.) The customer cleaned, disinfected, and sterilized the device before sending it to olympus, (b.) There was no delay in the start of precleaning, (c.) The customer flushed the air/water nozzle with water and air, (d.) There was no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation. The customer¿s allegation of physical defects of the bending section and insertion tube including unusual shapes was due to a pinhole on the connecting tube from a dent, causing water tightness to be lost. Additionally, during evaluation it was discovered that the nozzle had foreign material. This is due to insufficient cleaning. The following findings were also identified, and are as follows: (a.) Due to wear of angle wire, bending angle in up direction did not meet the standard value, (b.) Due to wear of angle wire, the play of the up/down (u/d) knob was out of the standard value, (c.) Adhesive on the bending section cover (a-rubber) had a chip, (d.) The adhesive on the bending section cover (a-rubber) had a white clouded area, (e.) Adhesive around the objective lens was peeled, (f.) Adhesives around the light guide lens had a white-clouded area, (g.) The plastic distal end cover had a dent, (h.) The connecting tube had a scratch, (I.) The connecting tube had buckling, (j.) The universal cord had a wrinkle, (k.) The switch button 2 had scratch, (l.) The paint on the suction cylinder was peeled, (m.) The suction cylinder was shaved, (n.) The lock engagement lever had a scratch, (o.) And the connecting tube had buckling. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced physical defects of the bending section and insertion tube including unusual shapes. It is unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.